Manufacturer narrative:
Initial and final MDR 1948362 - MDR 3003442380-2024-22136 - device 4 of 6. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets leakage at site event on 18-apr-2024. The infusion set was in use for less than 2 days. The blood glucose level was over 500 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.